Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the unit and determined that the unit was in rescue mode and the unit was not seated properly in the cart. To resolve the issue the fse re-seated the unit and the unit passed all functional and safety checks to manufacture specifications.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: a1, b5, d10(device available for eval), g1(contact person).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement and no adverse event reported.